Event description:
A medtronic representative reported that the inav booted to log-in screen and entered the application and camera was tracking fine. They were able to verify instruments and register the pt. Then the camera stopped tracking the cranial reference frame. After some troubleshooting, the surgeon discontinued use of navigation to complete the procedure. No impact on pt outcome was reported.

Manufacturer narrative:
Per RMA, a replacement inav portable system was sent to site.